Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse cleaned and aligned the in-process queue and sample process to tip and sample racks. The cse ran a system diagnostics without any errors. A review of the quality control (qc) showed it was within range. The cause of the spilled sample tubes is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Customer reported that four sample tubes were removed from their sample racks, spilling the patient samples in their advia centaur xp instrument, causing a delay in reporting patient sample results. The customer stated that this occurred before aspiration, and would require a re-draw of the patient. The customer does not know if the patients were re-drawn. There are no known reports of patient intervention or adverse health consequences due to the delay in reporting out patient sample results.